Event description:
Same complaint as MFR's report #6000089-2006-02639, -02637 and 6000093-2006-02692. It was reported that following a left carotid artery stenting treatment procedure, pt complications occurred. The customer reported that, "a procedure was performed successfully in 2006, after that, the physician reported that the pt experienced right hemiparesia." According to the physicians, the pt was hospitalized for treatment of the left carotid artery, with a bifurcated lesion of 90% stenosis. The guidewire was passed into the external carotid artery, then the guide catheter was positioned. The filter was placed at 5cm distal from the lesion. The 3.0 x 20mm balloon was used for predilatation. The 8.0 x 29mm stent was placed and deployed without difficulties. The 5.0 x 20mm balloon was used to post-dilate, with a good angiographic result. The filter was removed. Final angiographic films of the carotid and brain were performed, with a normal result. The pt was at normal status post-procedure. Some hours after the procedure, the pt experienced right hemiparesia (while in ICU, medicated with heparin). Twenty-four hours after the procedure, a computerized tomography was performed, to assess for a possible stroke. The tomography showed brain hemorrhage probably due to the phenomenon of hyperperfusion. The pt is currently at his home, with an indication of rehabilitation for right hemiparesia.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.